Event description:
Reportedly, "the clip stayed open into dlu at the activation of the device." Upon obtaining add'l info, the surgical time was extended by 30 minutes. Sex: male. Procedure: hemicolectomy.